Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between april 26, 2024 and april 27, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set cracked during priming. It contained total parenteral nutrition (tpn). There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unspecified date of june 2024. Should additional relevant information become available, a supplemental report will be submitted.